Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that for the last 2 days they noticed they were going to the bathroom a lot, all of a sudden, and when they made increase they were feeling things in their back end where the chip is, they have never felt that before. Patient said they were happy at program 6 and wanted to change to program 7 but when they got to the program, they got an error message that it was not turned off. Reviewed therapy optimization information, stim sensation information, control equipment general use and function. Reviewed normal program change information. During the call, patient was successful to synch with their implant, change to program 7 and increase confirming comfortable sensation. Offered and sent email with quick guide, and ins information. Redirected to their doctor. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.